Event description:
It was reported that during a procedure on (B)(6) 2013 on a (B)(6) male, a curved diamond bur from the visao drill broke. The doctor notified medtronic on (B)(6) 2013 inquiring if there is any potential for a reaction to the fragment remaining in the patient. On (B)(6) 2013 it was reported that the fragment had been successfully extracted from the patient on (B)(6) 2013. There was no harm to the patient. The bur and the fragment were disposed of by the hospital. Note: this curved diamond bur is a single-use device; however at this hospital they reuse single-use curved diamond burs.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).